Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The catheter unit was returned disconnected to the related advancer. A tug test and connect/disconnect test were performed to examine the integrity of the units connection. No issues were noted with the unit¿s handshake connector during the connection of the device. The burr could was microscopically examined and it was noted that the annulus was within specification. No issues were noted with the diamonds on the burr. There were no scratches that exposed brass on the plated back half of the burr when viewed under the microscope. No issues were noted during the wet testing of the returned unit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-09801 and MDR ID 2134265-2013-09841. It was reported that vessel dissection occurred. The 70% stenosed target lesion was located in the moderately calcified and non-tortuous left anterior descending artery. The length was 8 mm and vessel diameter was 2.5 mm. A 1.25mm rotalink burr, rotalink advancer and 330cm rota wire were selected to ablate the target lesion. During the procedure, it was noticed that vessel dissection occurred. The physician removed the device and the procedure could not be completed. There were no other patient complications reported and the patient's condition is stable.

Event description:
Same case as MDR ID 2134265-2013-09801 and MDR ID 2134265-2013-09841. It was reported that vessel dissection occurred. The 70% stenosed target lesion was located in the moderately calcified and non-tortuous left anterior descending artery. The length was 8 mm and vessel diameter was 2.5 mm. A 1.25mm rotalink burr, rotalink advancer and 330cm rota wire were selected to ablate the target lesion. During the procedure, it was noticed that vessel dissection occurred. The physician removed the device and the procedure could not be completed. There were no other patient complications reported and the patient¿s condition is stable.